Event description:
A malfunction alarm was reported while the pump was in use. The customer declined to disclose if their blood glucose level exceeded 500 mg/dl. No adverse impact to the customer¿s blood glucose level was mentioned. The customer was unable to successfully load a new cartridge, as the alarm recurred.